Event description:
It was reported that the patient was having difficulty charging the battery since implant procedure. It was also noted that the ipg appeared to be placed at an angle and cannot be completely palpated under patients skin due to patients body habitus. The patient underwent an ipg reposition procedure. The device remains implanted.